Event description:
It was reported that the camera head had poor picture and no light during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e224 and image had intermittent loss. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image has a camera head communication error code e224 due to bad cable and connector and the image has intermittent loss due to bad charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided from the customer.